Manufacturer narrative:
A review of the mfg records is being conducted.

Event description:
On (B)(6) 2011, the pt was implanted with the gore excluder aaa endoprosthesis and the gore tag thaoracic endoprosthesis to treat a thoracoabdominal aortic aneurysm. On (B)(6) 2011, the pt experienced bleeding through the suture line due to the use of dual antiplatelet therapy for coronary disease. This lead to hypotension causing occlusion of the right external iliac are right femoral arteries resulting in severe lower limb ischemia. An iliac-femoral bypass was performed and the pt experienced severe reperfusion syndrome leading to acute myocardial infarction, renal failure, cardiogenic shock and ultimately death on (B)(6) 2011.